Manufacturer narrative:
The manufacturer¿s international service technician was not able to duplicate the reported power issue. The manufacturer¿s international service technician replaced the power management pcba as a preventative measure. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. This pm board was tested with no failures identified.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit stopped operating due to contact failure of the battery. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.